Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the external pulse generator (epg) rhythm is unstable. The set rhythm has an offset of 5bpm. Tapping on the unit was causing rhythm jumps of approximately 50bpm. Testing on a multimeter with a load of 500ohms showed pauses in pace rhythm. The device is being sent for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Approximately 6 weeks ago, a field corrective action was initiated for the suspect medical device noted in section d which may involve intermittent performance of certain pacing functions.

Event description:
(B)(4).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis found during a two day long term test, testing was unable to duplicate the initial report. The device was received in good cosmetic/mechanical condition, no electrical anomalies observed, a ring was bent. The device was tested a second time. During a three day endurance test the problem could not be reproduced. On day four the device was checked again and the rate switched from 50 to 90 bpm. Therefore the main board was replaced and the interconnect flex was replaced as a preventative measure.